Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion and reached elective replacement indicator status. Data analysis showed the battery appeared to be depleting more quickly than expected. Although based on data analysis, no low voltage fault was recorded on this device, the device battery was depleting in a manner consistent with the low voltage capacitor advisory. This device remains in-service at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.